Event description:
A customer contacted beckman coulter inc., (bci) and reported that the sample probe on the unicel dxh 800 coulter instruments, upon aspiration of the sample tube, pushed in the rubber membrane of a sarsedt collection tube and caused blood to spill out into the system. No patient results were generated as the event occurred during validation and acceptance testing of the dxh 800 instruments. The operator was wearing ppe and there was no blood exposure to eyes, mouth or open lesions; no one sought medical attention. There was no death, injury or change to patient treatment associated with this event.

Manufacturer narrative:
The customer uses 2.6ml, 65mm x 13mm sarsedt blood tubes for sample collection, which is an approved tube on the hematology tube list for the dxh 800 instrument. The tube manufacturer confirmed that there are no issues with the manufacturing process of the collection tubes. A field service engineer (fse) was dispatched and performed a full sample aspiration module (sam) alignment on each system and no issues were found. Alignment of the piercing zone was good. A clear root cause for this event is unknown.